Event description:
It was reported that the patient experienced syncope due to rate drop response on the implantable pulse generator (ipg). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).